Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken which revealed lead migration. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.